Event description:
The customer reported that the salem sump anti-reflux valve snapped in half while in patients' ng tube.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.